Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was noted on the device. Technical support was contacted and loss off tissue contact was the suspected cause of the event. The physician will continue to monitor the device and no intervention will be performed at this time. Patient was in stable condition.